Event description:
It was reported to philips that the system was not turning on. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the f1 breaker was tripped off, reset the breaker and relay does not start for the power control unit (pcu). To resolve the issue, fse replaced the pcu. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.